Event description:
MFR rep reports pump reservior volume discrespancies have been increasing steadily with the last four refills; more drug in the pump than was expected. No specific volume discrepancies figures were available. MFR rep reports that the pain pump pt is experiencing increases in pain. The drug used in the pump is unk. No troubleshooting was performed. Add'l info has been requested from the hcp, but was not available at the time of this report.